Event description:
Hosp reported to co that a pt had had excessive bleeding. The mattress was cleaned & when the next pt was placed on it there was blood seeping from the bottom of the mattress at the seam. Upon investigation by hasted, co found the mattress had large tears in the seam area. Tech did not drape mattress properly which allowed blood to seep into seams & torn area at the bottom of the mattress pad.